Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia. The customer reported blood glucose value of 51 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion). Document treatment for high blood glucose: customer delivered insulin for the high blood glucose other than insulin, indicate medications taken to treat diabetes: none. The event involved product(s) mmt-7040a, mmt-342, mmt-441ag, mmt-1884l. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high blood glucose. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was unable to remove/change the infusion set. Customer declined to check pump settings. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-441ag. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having sensor updating alerts in addition to high and low blood glucose values. This case is to document the high that was treated by insulin pump. Please see (B)(4) for the low with no treatment mentioned. Sensor was inserted into the abdomen (an unapproved site that may lead to inaccuracies and result in high or low blood glucose values). Customer was also not calibrating. High blood glucose value was 300mg/dl. Low blood glucose value was 51mg/dl. Smartguard was used at the time of the high. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.